Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2002.

Event description:
It was reported that there was a fracture on the pace/sense portion of the right ventricular (rv) lead. A new pace/sense lead was implanted and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was noise on the electrogram (egm). The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.